Event description:
Patient reported leaking from the pigtail extension of the cadd pump to the male ll2s equashield adapter. Patient could not receive full dose of 5-fu home infusion. We've had over 20 leaking pumps at our facility. Countless contaminations and exposures of patients from these leaking device. Equashield and infusystem will not take any accountability for these issues. Therapy dates:(B)(6) 2023. Reference report #mw5115053, mw5115055.